Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation records received. Litigation alleges pain, discomfort, emotional distress, disfigurement and injuries. In addition to what were previously alleged, ppf alleges metal wear, metallosis and elevated metal ions, while pfs alleges numbness, stiffness, instability, weakness, limited rom, soft tissue destruction and anxiety. After review of medical records, the patient was revised due to failed right tha, with metallosis and soft tissue destruction. Operative notes reported that upon entering he intra-articular spaces, metallosis debris was expelled and there was evident of some metal staining of the soft tissue. There was some trunnion corrosion and debris, but the trunnion looked intact. The femur was 5-10 degrees anterversion. Tte liner has some old staining behind it, including some metallosis and corrosion. Added stem and cup to the complaint. Product and lot numbers were provided. Added surgeon, medical history, patient dob, age, height and weight. Doi: (B)(6) 2010; dor: (B)(6) 2018; right hip.